Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation, swelling, and pain during insertion and no issues were found. The exact cause of the reported events could not be conclusively determined. The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached around 600 mg/dl while wearing the pod between 4 and 24 hours on the leg. Patient also reported skin irritation, swelling and pain. As treatment, pod was removed and a new pod was applied.